Manufacturer narrative:
Eval method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received the scs sys on (B)(6) 2011. It was reported an infection was identified in the ipg pocket site on (B)(6) 2011. The physician cleansed the ipg pocket with betadine, then tunneled the lead to a new ipg implanted at a different site. The original ipg remains implanted. The pt was hospitalized and treated with IV and oral antibiotic therapy. F/u info confirmed the infection has resolved.